Manufacturer narrative:
Patient developed edema at the insertion site. Patient had pne leads removed and discarded and was treated. Patient has fully recovered and will be receiving a full implant on (B)(6) 2020.

Event description:
The company was made aware on (B)(6) 2020 that a patient had developed an edema at the pne insertion site.